Event description:
Additional information was received from the patient in response to a follow up letter received from the manufacturer. The patient stated "wires are frayed and wires went bad and broken stimulator", also stating there were problems with the implant. The patient stated they will answer the questions to the best of their ability and return the letter to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, serial# (B)(4), product type: lead. Product ID: 3389s-40, serial# (B)(4), product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders and essential tremor. It was reported that the patient had a surgery several days ago to correct a shocking sensation that started several weeks ago reportedly from the sensors rubbing on their skull and the leads fraying. No further patient complications were reported as a result of this event.